Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery depleted from 100% to 60% within one day. In addition the pump touchscreen was cracked. The customer was unsure how the pump touchscreen became cracked however the customer stated the pump was still functional. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.